Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a recent device check showed a battery measurement of one month remaining until recommended replacement time (rrt). Six weeks later, upon the patient entering the hospital for device changeout, the device showed 17 months battery measurement until rrt. The surgery was cancelled, and patient rescheduled. The implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.